Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. At 8:00 am, the patient woke up to get their newspaper outside. At the time, the patient did not have the receiver with her and did not know what her blood glucose values were. The patient passed out and when they woke up, the paramedics were present and she had an intravenous (IV) therapy and was unsure if the paramedics gave her glucose. The patient stated that they think a neighbor noticed the patient at the time of event and called 911. The patient was not taken to the hospital and could not recall exactly what happened during the time of event. At the time of event, the patient was in good condition. No additional patient or event information is available.